Event description:
It was reported a capio slim device was to be used in a procedure. A photo of the complaint device showed that the inner packaging has a foreign matter. It was unknown what had completed the procedure. There were no known patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a1802 captures the reportable event of packaging foreign matter.